Event description:
Medical affairs was unable to get in contact with the patient and will be sending a letter to obtain more clinical information. Based upon the information provided, this case is being reported as a malfunction. The patient contacted lfs alleging that the meter displays a "not ok" message when the meter powers on. A medical professional treated the patient, however, there is no information on what the patient was treated with. Customer service was unable to resolve the issue and sent the patient a new meter.